Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in used and decontaminated condition. Visual inspection performed. Device had worn upstream occlusion (uso) and dent in lcd lens. Functional testing also performed. The reported problem was duplicated. Tried to power on device with battery and device wouldn¿t power on. Tried powering on with ac adapter and device shows error code 45982. The root cause was from a watch dog error. As a result, the error code was cleared, and preventative maintenance was performed. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device kept turning off even when turned on, and the screen turned red with the error code 45982 when it started infusing. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.